Manufacturer narrative:
The patient has received a replacement unit 6 days after the event. A return of the malfunctioning unit has been initiated. Once the unit has been received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, both the stationary and portable oxygen concentrators were both malfunctioning while the patient was home. The patient had no source of oxygen including any back up or alternative oxygen supplies. The portable had no air flow and the stationary would shut off and would not stay on. So, the patient's daughter proceeded to call 911 and the patient went to the hospital. The patient was in the hospital for one week and a half. The patients daughter believes that due to the low oxygen, her mother had a stroke. The hospital proceeded with breathing treatment and oxygen. The patient is now home and doing okay.